Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with 9.5 units of insulin. The customer stated that the alarm did not work. The customer thought that she might have eaten too much sugar and drank some juice at the hair dresser. The customer stated that she had a reading of 62 mg/dl the other day and brought it back up with peanut butter and crackers. The customer was advised to speak with her health care provider regarding her blood glucose readings.